Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition, migration of essure device location of device: fallopian tubes'), pelvic pain ('pelvic pain female'), haematoma infection ('infection (other) describe: infected hematoma') and coccidioidomycosis ('infection (other) describe: valley fever') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, fatigue, weight gain, infection, overweight, muscular pain, nasal congestion, loss of energy, breast enlargement, rectal bleeding and skin rash. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), haematoma infection (seriousness criterion medically significant), coccidioidomycosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood altered ("hormonal changes describe: mood changes"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraines / headaches") and dizziness ("neurological conditions or problems type: dizziness") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), post procedural infection ("complications during removal surgery : infection"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, haematoma infection, coccidioidomycosis, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, mood altered, nausea, fatigue, post procedural infection, migraine, dizziness, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, coccidioidomycosis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, haematoma infection, menorrhagia, migraine, mood altered, nausea, pelvic pain, post procedural infection, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, bladder/urinary problems: vaginal discharge, hormonal changes, nausea, fatigue, weight gain. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) other (please describe) left fallopian tube showed filled but no spill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received events " hormonal changes describe: mood changes, infection (other) describe: infected hematoma; valley fever, migraines / headaches, migration of essure device location of device: fallopian tubes, neurological conditions or problems type: dizziness, vaginal pain, back pain" were added. Medical history, lab data and reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition') and pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), fatigue ("fatigue") and post procedural infection ("complications during removal surgery : infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, hormone level abnormal, nausea, fatigue and post procedural infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, post procedural infection, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, bladder/urinary problems: vaginal discharge, hormonal changes, nausea, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, bladder/urinary problems: vaginal discharge, hormonal changes, nausea, fatigue, weight gain, complications during removal surgery: infection. Patient date of birth added. Lab data added. Essure removal date was added reporter causality comment was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.